Manufacturer narrative:
The technician found the siderail locking mechanism was broken. He replaced the left head siderail to repair the bed.

Event description:
Information received indicates the left head siderail is not locking.